Event description:
During a visit at the customer's residence, it had been noticed that part of the fixed rail was not attached properly. This allowed the rail to open and the trolley to fall. No pt involved, no injuries reported.

Manufacturer narrative:
Additional info will be provided upon manufacturer's investigation.